Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m-62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was undersensing, which was impacting the cardiac resynchronization therapy defibrillator (crt-d)'s ability to provide bi-ventricular pacing support. Reprogramming was discussed to address the undersensing and to increase the percentage of bi-ventricular synchrony. The lead remains in use. No patient complications have been reported as a result of this event.